Manufacturer narrative:
Other text: UDI section of d4 is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a foreign particle was observed in the sterile packaging of the device. The device was unopened, and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation was conducted by the supplier as this was determined to be a supplied item fault supplier investigation findings: visual inspection noted the product packaging was complete, the cuff was close to the tube wall, the sealing performance should be in good condition, and the appearance of the product was not abnormal. A foreign body was found in the sealing position of the packaging bag. This was suspected to be a foreign body of paper scraps. A joint investigation of the incident with the operators of relevant positions and the workshop team leader was conducted. Correction to the operation processes may be involved. Root cause was attributed to the manufacturing environment not meeting specifications. The supplier states that corrections were implemented to resolve this issue. The device history report (DHR) is housed at the supplier. A DHR review was not provided by the supplier., corrected data: h6 - health effects codes